Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 1oct2018. The customer reported a touchscreen failure. No patient or user harm was reported. The manufacturer's field service engineer(fse) confirmed the reported touchscreen issue and unsuccessfully attempted to calibrate the screen. The (fse) replaced the defective touchscreen to address the reported problem and the unit successfully passed the required performance verification test. The unit was returned to service.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 28nov2018. The user interface touchscreen assembly was returned to philips for failure analysis. The assembly was installed on a failure investigation test ventilator. The touchscreen was unresponsive and attempts to calibrate the touchscreen were unsuccessful. The customer's complaint was confirmed; the touchscreen was out of tolerance.